Event description:
In 2005, the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high with control solution. The pt obtained a control solution result of 150 mg/dl on the reported meter. The pt took oral diabetes medication and received no treatment from a medical professional following use of the product. The customer care rep (ccr) confirmed that the test strips were in good condition, were not expired, and had been stored correctly. The control solution was not expired. The ccr walked the pt through 2, consecutive control solution tests, which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.